Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
General report received of an unspecified number of undocumented incidents of blood leakage from clave ports. Reportedly, after blood samples were obtained via the clave port using an unspecified blue male adapter, a "few drops" of blood leaked. The sets were replaced after the blood leaks were noted. There were no reported adverse patient effects and no medical interventions were required. Though requested, no additional information was provided.